Manufacturer narrative:
(B)(4). The reported description of this complaint notes, there was a "speaker malfunction" visual message on the monitor's display screen. It is unknown whether sound was available from this monitor on the reported event date. According to the instructions for use manual-when a technical alarm message "speaker malfunction" is displayed on the monitor screen, the user should contact the responsible service personnel to check the speaker and the connection to the speaker. No servicing or parts usage was documented for this device, so we will consider that no repair was warranted. No further similar repairs for this device have been received. There is no health risk associated with an inop being on the screen. The cause of the inop is not known. Note that the device labeling (IFU) warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there is no pattern of loss of audio function representing a design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported that there was a "speaker malfunction" visual message on the monitor's display screen. No patient harm was reported.